Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately around the third week of june.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted product was discarded by the facility.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product was discarded by the facility. Additional information was received that the patient was not a high frequent user, but when the bsc representative reprogrammed the stimulator, it required a lot of energy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately around third week of june from date manufacturer was made aware of the event.